Event description:
A customer reported during an unspecified surgery, their epiq cvx ultrasound system shutdown. There was no patient or user harm associated with this event. Additional information regarding the type of procedure and event details has been requested. Philips has started an investigation for this complaint. Upon completion, a follow-up report will be submitted.

Manufacturer narrative:
The customer declined service and support and would not respond to requests for additional information. As system logs and other pertinent information required for the investigation were not able to be obtained, no further investigation could be performed. The system has returned to service with no similar issues reported.